Event description:
It was reported the customer had moisture exposure to their insulin pump customer's blood glucose was 182 mg/dl. Customer stated there was fluid under their lcd display. Customer also reported a crack on their battery compartment. It was also found the customer had a piece missing from their battery compartment. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, and a cracked reservoir tube. No moisture damage was noted to the display board or electronic assembly.